Event description:
The customer reported a pacer failure during the operational check. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.